Event description:
It was reported that the surgeon revised left tibia component due to being loose.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown left tibia component. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving a triathlon baseplate was reported. The event was not confirmed. Method and results: device evaluation and results: not performed because the device was not returned for analysis. Medical records received and evaluation: insufficient information was provided for review. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that the surgeon revised left tibia component due to being loose.